Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.